Manufacturer narrative:
(B)(4). Device evaluation summary: post market vigilance (pmv) led an evaluation of one idrive ultra powered handle 2 opened by the account. No visual abnormalities were noted for the handle. The eeprom was uploaded and indicated 24 autoclave cycles for the handle. The codes drive_motor_stop_velocity_limit and drive_motor_excessive_load_mode were observed indicating that an excessive force was encountered during firing. The quick connect was functionally depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. A pmv idrive battery pack {0042} was loaded into the idrive ultra. The idrive ultra powered up properly and system calibration was successful indicated by the steady green light above the handle symbol. All five white status lights illuminated indicating more than 15 surgeries remaining on the handle. A pmv adapter {0040} was inserted onto the handle and calibrated without issue. A endo gia* universal roticulator* 60-2.5 single use loading unit (lot number n6f0952kx) was inserted onto the adapter and the reload detect led immediately started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. The adapter was rotated in increments of forty five degrees and fully articulated left and right each time, and the device recognized the reload the entire time. The loading unit was then applied to test media with proper transection and stapling. Review of the electronic data log confirmed that the device did not meet quality release specifications that were tested regarding the reported conditions due to the eeprom error codes. The reported condition was confirmed. Replication of the drive_motor_stop_velocity_limit and drive_motor_excessive_load_mode error codes may occur of the idrive ultra powered handle stops firing before the lower clamp reaches the distal end, which is likely due to the firing force reaching the upper design limit of the endo gia reload. This may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In either scenario, staples may not form properly and tissue may not be fully transected. Based on the product analysis, the failure was confirmed to be attributed to the reported event. The file was concluded to be a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a sleeve gastrectomy, the patient had to be brought back to be operated on due to staple line bleeding. The only action taken was to wash out the abdomen and clean up the blood on the staple line. Nothing else was done. The patient is doing well and is out of the hospital. The bleeding was noticed (B)(6) 2016. The date of the reoperation was (B)(6) 2016. The surgeon said the entire staple line was intact but bleeding. The staple formation was in tact.

Manufacturer narrative:
(B)(4). Additional information: serial #, device available for evaluation?, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, device manufacture date, evaluation codes. Corrected data: lot #, usage of device.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one powered handle adapter opened by the account. This evaluation was based on a technical and medical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. No visual abnormalities were noted for the handle or adapter. The device record log was uploaded and indicated 24 autoclave cycles for the handle. Codes were observed indicating that an excessive force was encountered during firing. The device record log was uploaded and indicated 11 autoclave cycles for the adapter. The quick connect was functionally depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. A single use loading unit was inserted onto the adapter and the reload detect led immediately started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. The adapter was rotated in increments of forty five degrees and fully articulated left and right each time, and the device recognized the reload the entire time. The loading unit was then applied to test media with proper transection and stapling. The adapter was inserted onto the subject handle and calibrated without issue. All five white status lights illuminated indicating more than 15 surgeries remaining on the adapter. A loading unit was inserted onto the adapter and the reload detect led immediately started flashing as intended, indicating that the software recognized the presence of a loading unit. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. The loading unit was then fired on test media with proper transection and stapling. The adapter and handle were fired on an a1 fixture. The output force was determined to be adequate to complete an over-indicated firing when the reload is articulated fully left (worst case condition). The product was found to be in proper working condition as per the design and the IFU. Replication of the error codes may occur when the powered handle stops firing before the lower clamp reaches the distal end, which is likely due to the firing force reaching the upper design limit of the reload. This may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In either scenario, staples may not form properly and tissue may not be fully transected. Subsequently, the complaint data did not display an increased trend. No product enhancements were generated. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.